Event description:
It was reported that the device had all three icons (service wrench, charge pak and attention) illuminated in the readiness display. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designators fl9 located on the analog pcb assembly, which depleted the internal hlc batteries. The customer received a replacement device.